Event description:
Cc300 burned while charging av500. Av500 was left to charge in cc300 rev 1.2 while in the 7th floor neuroscience department and after some time, the clinicians went to check on it and noticed a burning smell. They removed the av500 from the cc300 rev 1.2 (cc10280037) and noticed burn marks on the cc300. The av500 charges to specification, powers on and projects veins, and remained in clinical use with no issue. No patient was involved, and the room the device was charging in was isolated from patients, and a low-traffic area for the clinical end users. Biomed provided the following information via email: photos of burn, cc300 and power supply photos; period of time that the device charging; model of power suppl y used; voltage output of ps. There are no pts involved.